Manufacturer narrative:
The device was returned for eval and the implant coil was found detached. The pusher assembly was found broken and the release wire had been pulled back. The implant likely detached when the pusher was broken and the release wire was retracted (this is an alternate method of detachment stated in the IFU). (B)(4).

Event description:
It was reported the coil could not be detached with the instant detacher or via manual method (provided in the instruction for use). Upon removal, the coil detached with half of the coil inside the aneurysm and the other half in the parent vessel. No pt injury reported.